Event description:
The manufacturer received information alleging the device failed the active exhalation verification. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported that the manufacturer received information alleging the device failed the active exhalation verification. There was no harm or injury reported. Upon evaluation, pil was unable to confirm a failure of the proportional valve and it was concluded that the proportional valve operates as designed. Therefore, this complaint is not reportable.